Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation performed via photographs: visual analysis of the photographs identified; device is seen rupture and biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported right side rupture and "palpable silicone-containing right axillary lymph node identified on breast imaging studies." Device remains implanted.

Event description:
Device has been explanted.